Manufacturer narrative:
The investigation determined the service actions resolved the issue. The issue is consistent with a worn cable.

Event description:
The initial reporter stated they received questionable results for 9 patient samples tested with elecsys tsh v2 on a cobas e411 analyzer. The customer noted they were receiving liquid level detection errors around the time of the event. The customer provided data for one patient sample with discrepant tsh results. No questionable results were reported outside of the laboratory. The sample initially resulted in a tsh value of < 0.005 uiu/ml with a data flag. The result was questioned since it did not match the patient's previous history. The sample was repeated, resulting in a value of 1.34 uiu/ml. The repeat value was deemed correct and matched the patient's history.

Manufacturer narrative:
The tsh reagent lot number was 90645300, with an expiration date of 30-sep-2026. The customer stated that quality controls were within acceptable ranges. A review of alarm trace data did not show any relevant alarms. The field service engineer replaced a printed circuit board. A defective cable was also found and replaced. The probe voltage was adjusted. Fallen pipette tips were found in reagent packs and these were removed. Probe adjustments were performed. Performance testing was run and passed. The investigation is ongoing.